Event description:
Refrence number (B)(4). Event occured in italy. It was reported that patient faced infection event, as the customer stated that insertion site has red and warm nodule. The patient was treated with systemic antibiotics. No further information is available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.